Manufacturer narrative:
The hill-rom technician indicated the bed has no power or functions. The technician replaced the power control board to repair the bed.

Event description:
Info received indicates the bed lost all functions.